Manufacturer narrative:
Additional information was received on sept 12, 2017. The investigation results of the provided information are available. Trend analysis no trend analysis could be performed as no item and lot number is available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on (B)(6), 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article, that one patient underwent system exchange due to recurrent dislocations. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis we did not receive any device names nor item numbers of the head and liner, therefore the root cause determination is limited to dfmea - aseptic loosening, migration of cup short term and long term due to insufficient secondary stability due to surface design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process - fracture of implant, dislocation or subluxation, migration of cup short term and long term due to wrong alignment (malpositioning of shell) leading to impingement with stem => possible: as no x-rays and surgical reports were shared it cannot be excluded, that the shell was malpositioned during implantation. However, the surgical technique explains the correct alignment of the shell during implantation. - excessive wear, implant failure due to combination with competitor products (off label use), exception use of competitor heads with zimmer pe liner => possible: the liner and head used are unknown, therefore it cannot be excluded, that the surgeon implanted competitor products in combination with zimmer biomet products. - failure of connection between shell and insert due to improper connection of shell and insert during surgery => possible: as no xrays and surgical reports were shared it cannot be excluded, that the shell and insert were improperly connected during implantation. However, the surgical technique explains the correct alignment of the shell and insert during implantation. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Zimmrt (B)(4) consider this case as closed. Complaint related to this article: (B)(4). Zimmer (B)(4) consider this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown alloclassic cup hip implant(catalogue number unknown) on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to dislocation.